Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of the changing of the fitc channel which may lead erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 26feb2020 to 26feb2021. Complaint trend: there are 4 complaints related to the issue of erroneous results; date range from 26feb2020 to 26feb2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # r33896002811, file #338960-338960-r33896002811-106793702-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results could not be determined. The customer submitted a complaint regarding occasional changes in the fitc channel resulting in erroneous populations despite the cs&t and other tests being stable. This issue is discussed under case 01276244, but no work order was created since the customer reported the issue to have gone away and didn¿t need a field service visit or remote assistance for repair. Since the cause was not discovered, only potential causes can be used to measure the risks of this case. One of the potential causes is that the instrument is collecting data on the wrong trigger, and thus will create erroneous populations. The other listed potential cause in the risk section is a failure of the trans-impedance amplifier circuit. This circuit convers the current from the photomultiplier tube to a voltage. Incorrect conversion can affect the results gathered from the pmt, of which position e has an intended dye of fitc. Another possibility of this issue can be found in the user guide, bd facscanto¿ ii flow cytometer instructions for use (#23-20269-00) on page 210. This document suggests that questionable sample quality can contribute to elongated cell populations in cd3 vs ssc and fitc vs pe plots. No parts were requested for evaluation no parts were needed for repair or replacement since after the initial incident the instrument was working as intended and no longer produced erroneous results. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior¿to any diagnosis decision and was reported to bd as not expected. The customer confirmed that there was no impact to patient samples nor physical harm cause by this issue, and no incorrect results were used. Proper procedures for instrument setup and running samples can also be found in the user guide. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 19feb2013. Defective part number: n/a. Work order notes: subject / reported: changing the fitc channel. Problem description: client reports that they observed that some patients have a change in the fitc channel of the equipment, where in some cases all populations are walking and are not separating and in other cases the fitc separates, but it is very weak. It is not related to a specific antibody and happens at random. Cs&t and daily standardization control are stable and unchanged. Even after further compensation and the problem continues. Work performed: n/a. Cause: n/a. Solution: n/a. Case comments: 3/24/2021: in a new conversation between bruna santillo and the client (attached email), it was stated that the problem observed was one-off and that it is no longer being observed, thus being able to close the call. 2/26/2021: client reports that they observed that some patients have a change in the fitc channel of the equipment, where in some cases all populations are walking and are not separating and in other cases the fitc separates, but it is very weak. It is not related to a specific antibody and happens at random. Cs&t and daily standardization control are stable and unchanged. Even after further compensation and the problem continues. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338960-05ra, rev. 01/vers. A, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Data acquisition item: trigger. Function: create trigger combinations and acquire data. Potential failure mode: acquires data on wrong trigger. Potential effect(s) of failure: false triggering, incorrect data. Potential cause(s)/mechanism(s) of failure: fpga. Current controls: instrument setup/calibration (qc) fails, control samples failed. Recommended actions: n/a. Severity: 8. Occurrence: 2 . Detection: 3. Rpn: 48. Item: trans-impedance amplifier circuit. Function: converts the photomultiplier tube current output to a voltage. Potential failure mode: the transimpedance amplifier output fails to the minimum or maximum setting. Potential effect(s) of failure: the pmt preamp output fails to min or max. The operator is either unable to detect any events or sees all events parked at the right of the histogram. Potential cause(s)/mechanism(s) of failure: failed component. Current controls: customer observation: population at extreme values. Recommended actions: n/a. Severity: 4. Occurrence: 2 . Detection: 3. Rpn: 24. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the issue of erroneous results only occurred a few times before disappearing so definite root cause could not be determined. Conclusion: based on the investigation results the issue of erroneous results only occurred a few times before disappearing so definite root cause could not be determined. This issue didn¿t require a field service repair from an fse or other expert since it stopped occurring shortly after the initial observation. Potential causes for the issue include user error, unique sample characteristics, and faults with the triggers or the trans-impedance amplifier circuit. After this incident the instrument no longer produced the erroneous data and was working as intended. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facscanto¿ ii erroneous results on patient samples were obtained. Results were not used for patient diagnosis or treatment. The following information was provided by the initial reporter, translated from (B)(6) to english: client reports that they observed that some patients have a change in the fitc channel of the equipment, where in some cases all populations are walking and are not separating and in other cases the fitc separates, but it is very weak. It is not related to a specific antibody and happens at random. Cs&t and daily standardization control are stable and unchanged. Even after further compensation and the problem continues. 1. Can we confirm that no erroneous results were produced on patient samples? Were patient samples , but no results were released and no patient was treated. 2. If erroneous results were used obtained on patient samples. Were the results used in diagnosis or treatment ? No thank you for any additional information that can be provided. ¿ additionally, the fse provided the following additional information: it was stated that the problem observed was one-off and that it is no longer being observed, thus being able to close the call.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto" ii erroneous results on patient samples were obtained. Results were not used for patient diagnosis or treatment. The following information was provided by the initial reporter, translated from (B)(6) to english: client reports that they observed that some patients have a change in the fitc channel of the equipment, where in some cases all populations are walking and are not separating and in other cases the fitc separates, but it is very weak. It is not related to a specific antibody and happens at random. Cs&t and daily standardization control are stable and unchanged. Even after further compensation and the problem continues. Can we confirm that no erroneous results were produced on patient samples? Were patient samples , but no results were released and no patient was treated. If erroneous results were used obtained on patient samples. Were the results used in diagnosis or treatment ? No thank you for any additional information that can be provided. Additionally, the fse provided the following additional information: it was stated that the problem observed was one-off and that it is no longer being observed, thus being able to close the call.